Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. Although several attempts have been made, no medwatch 3500a has been received from the user facility.

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend for (B)(4) lot no: 1278046. The product was not returned. Evidence that product in specification when used.

Event description:
Allegedly patient was revised due to infection.